Manufacturer narrative:
(B)(4). Product not returned for eval. Most likely underlying root cause of malfunction noted in the complaint: user had high glucose result. Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification ((B)(6) 2015).

Event description:
Consumer complaint of blood result reading "hi". Pharmacist called about a customer with a trueresult meter that read "hi" then "lo". Asked to troubleshoot meter but meter not available. Pharmacist will replace customer's test strips when available.